Manufacturer narrative:
A ge service rep performed an on-site investigation. The interconnect cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the c-arm was not coming on. There is no report of pt injury.